Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not showing. A field service engineer powered down the medstation and rebooted it, leading to the cubie appearing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 3.1 pocket e4 was not detected and did not release. The customer stated that there was no delay, but the user managed to retrieve the medication from another station. There were no adverse events or injuries reported based on this incident.